Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery occurred on (B)(6) 2011. The revision surgery was due to the femur becoming loose. During the revision, the omni femur, insert, and retaining bolt were revised. The size 2 femur was revised to a size 1 femur, the 2 x 12mm insert was revised to a 1 x 20mm insert, and the retaining bolt was revised to a 20mm bolt. In addition, a modular stem and a distal femoral augment and bolt were implanted.